Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring, broken battery tube threads.

Event description:
It was reported via phone call that the insulin pump had pump damage. Customer's blood glucose level was unknown. Customer also stated that the reservoir was cracked. Customer reports that the insulin pump still locks into place. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The device will be returned for analysis.